Event description:
During an in clinic follow up, a cyber security upgrade was being performed on the device when the patient moved causing an interruption in the telemetry, resulting in the device going into back up mode. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.